Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms "repair cassette sensor error". No patient injury/involvement reported.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. A high alarm displayed ? Cassette not attached properly" in the device's event history log. Functional testing was conducted, and revealed the reported problem was duplicated. An inoperable downstream occlusion sensor was determined to be the root cause. To address the issue the downstream occlusion sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.